Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. The device was run on the automated test console, all tests passed. The error log was analyzed but was inconclusive. Conclusion: the broken output connector was confirmed by the service center. The error in the log was confirmed, but the log was inconclusive to determine the cause of the error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that the lower case red and black wires and red display wire had pinched insulation that was not compromised. It was also indicated that the hanger assembly and two case screws were contaminated. It was also indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular clip was damaged. The epg was returned for repair and testing and calibration. There was no patient involvement.